Event description:
Infinity enteral pump continued to infuse despite an empty feeding bag; pump did not alarm. This pump had received the updated 3.14 version prior to pt use. The 3.14 software version was designed to alarm when the pump detected under / overdelivery as part of a 2008 field correction. The above would be considered overdelivery.